Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited crosstalk with noise on the right ventricular channel. The noise was only seen on three days while the patient was hospitalized. The device was reprogrammed. The patient was stable upon release and after interrogation.